Manufacturer narrative:
We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Indications for surgery? Did the patient have any known coagulopathy disorders? What structures was the pvs device used on? How many times was the device fired during the procedure (if more than once, any other issues)? Was the vessel fully dissected out, or was pvs also fired on parenchyma? Were any clips around the transection site? What was the approximate width of the compressed hepatic vein? Did the entire width of the compressed hepatic vein fit proximal to the cutline of the device? Did the surgeon ensure that there was no tissue within the jaws distal to the cutline? Were there any issues achieving hemostasis in the original surgical procedure? Were there any issues noted in regards to device performance to include staple malformation in the original surgical procedure? How was the post-operative bleeding identified? What was done to address the bleeding? Was there an additional surgical procedure? Were there any staple formation issues noted at the site of the bleed after it was identified? Is a more detailed timeline of events available? Will an autopsy be performed? If so, can the results be shared?

Event description:
It was reported that four days after liver resection procedure the patient experienced internal bleeding and re-operation was required. It was noted that the bleeding was coming from the staple line on the right hepatic vein. Staples were present, but incision was separated approximately 1.5 cm. The patient expired.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for initial surgical procedure? Right hepatectomy for hepatocellular carcinoma. Did the patient have any known coagulopathy disorders? No known coagulation issues. What structures was the pvs device used on? The right hepatic vein and right portal vein. How many times was the device fired during the procedure (if more than once, any other issues)? Twice total with no other issues. Was the right hepatic vein fully dissected and mobilized, or was pvs also fired on parenchyma? The right vein was fully encircled and no liver parenchyma was involved. What was the approximate width of the compressed hepatic vein? Less than 2cm. Did the entire width of the compressed hepatic vein fit proximal to the cutline of the device? Yes. Did you have the ability to ensure that there was no tissue within the jaws distal to the cutline of the device? Yes we observe the entire stapled area. Were there any issues achieving hemostasis in the original surgical procedure? None. Were there any issues noted in regards to device performance to include staple malformation in the original surgical procedure? None. How was the post-operative bleeding identified? Delayed massive bleeding on pod 5. What was done in an attempt to address the bleeding? Oversewed the open staple line. Is a more detailed timeline of events available? We have already discussed the timeline with the ethicon team. Will an autopsy be performed? If so, can the results be shared? An autopsy was performed and the final results are still pending.